Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7050-100, lot# 175685, mfd. 01 may 14, expires 2019-05, (B)(4). Ifuse implant, p/n 7035-100, lot# 170795, mfd. 18 feb 14, expires 2019-02, (B)(4). Ifuse implant, p/n 7035-100, lot# 170795, mfd. 18 feb 14, expires 2019-02, (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had pain relief for six months following the initial surgery. Around (B)(6) 2015, the patient was performing unrelated cardiac therapy exercises when he heard a "clicking" noise in his left si joint and felt pain in the joint. The surgeon decided to remove the implants. The surgeon did not offer a diagnosis for the revision surgery. CT scans were not taken and diagnostic injections were not performed. In (B)(6) 2016, the surgeon performed a revision surgery where he removed all three left si joint implants. All three implants were solidly set in bone and required chisels to remove them. The status of the patient following the revision surgery is not yet known.